Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 5076-52 ((B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2022 product ID w1dr01 (rnb204807g); product type: 0240-ipg; implant date (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were sleeping on their left side and when they woke up they felt "wires under their skin" on the right of the implantable pulse generator (ipg) and they have been having problems ever since. It was also reported by the patient that they experienced a heart rate below the programmed lower rate of the ipg, which they noted on their fitness watch. The ipg system remains in use. No further patient complications have been reported as a result of this event.